Event description:
It was reported that wearable failure occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported by phone that the patient experienced wearable failure. Per documentation, the reason for the report was because the patient wanted to follow up on a web form he did around may 8 for a wearable failure. Of note, there is no complaint for wearable failure or any other complaint type on or around (B)(6). According to the report, the patient felt dizzy trying to work on the wearable, then fainted. The patient was reportedly treated in the ed with insulin 16 units every 3 hours, 3 bags of IV fluids (saline), and 2 doses of ibuprofen. The patient reportedly felt better after a day. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.